Manufacturer narrative:
Balt USA's reference number: (B)(4). The returned device was inspected in our quality laboratory. During our analysis: we noted that the returned implant coil was already detached from its respective pusher system, implant was severely damaged with portions of stretched coils and kinks throughout. We observed no visual damage to the detachment zone, no visual indication of a detachment cycle being conducted. We observed that the proximal end of the implant shows no detachment cycle being conducted. We observed the sr thread to still be connected to the detachment zone, but fractured and opaque in color approximately 2mm distal of the detachment zone. We observed no major kinks in the delivery pusher. We noted that the microcatheter used during the incident was returned. We noted that an in-house coil system was able to advance through the returned microcatheter with no issue, including while enduring simulated bends in the microcatheter. Root cause of the premature detachment cannot be definitively determined. Upon device return, the implant coil was found to be detached from the delivery pusher; the implant was severely damaged, with multiple portions of stretched coils and kinks throughout. It is possible that the damage found to the implant coils was sustained while the implant was retrieved with the snare. It is unknown if the implant coils were damaged prior to the premature detachment. If the implant coils were to have been damaged, this could have caused friction through the microcatheter, leading to the premature detachment. Although the implant coil was damaged, the proximal end shows no detachment cycle being conducted. Moreover, there was no observable damage to the detachment zone, with the solder joints and lead wires intact. Since both the detachment zone and the implant's proximal end show no visual indication of a detachment cycle being conducted, it is possible that the premature detachment was caused from tensile overload when attempting to retract through the microcatheter. This is evident from the opaque color found near the fractured tip of the sr thread at the detachment zone. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f210600702 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend.

Event description:
It was reported that: "physician attempted to retract coil back in to intro sheath. He thought the coil was in the introducer then flushed the microcatheter (progreat 2.4),to which the coil was pushed into the vessel. Premature detachment occurred inside the microcatheter prior to extraction. Physician was able to snare the coil so no harm to the patient."